Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) connected with the customer and confirmed the reported issue. Review of system log files shows incomplete startup group and missing machines: x-ray-pc. Upon remote analysis, rse found that fip dep155665 points to the xray pc being the issue. The philips engineer asked the customer to replace the xray pc. No further action was done from philips end. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system crashed and would not boot up completely. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation of this complaint.